Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc performed troubleshooting with the customer on the instrument and probe test on reagent 1 (r1), which failed for air pressure. The ccc primed the probe and ran auto alignment. Probe test failed for air pressure again. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced r1 and tightened all connections and ran diagnostic tests, which passed. The cse performed loci channel photomultiplier tube test which failed. The cse replaced the chamber insert. The cse replaced sample probe 1 (s1) and s1 mixer. Then the cse ran diagnostic tests which passed. The cse ran qc, resulting within range. The cause of the discordant, falsely low glu results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s) who questioned them. The samples were repeated on an alternate dimension vista instrument, resulting higher and as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu results.